Event description:
It was reported that the patient¿s previous pump ¿quit working¿. The health care provider (hcp) didn¿t know any additional details. The type of medication being delivered via the device system at the time of the event was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type catheter. (B)(4).